Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation; however, as the balloon was being opened, the catheter ruptured. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.